Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, what were the consequences to the patient? If there were interventions performed, please describe?

Event description:
It was reported that during a hemicolectomy procedure, in the anastomosis the circular stapler was blocked and did not release some staples, causing the withdrawal of the same to break part of the intestine. The circular stapler when it blocked damaged large part of bowel when retiring. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Additional information was requested and the following was obtained: were there any patient consequences? Had to perform a resection of approximately 2 centimeters more than what had already been removed. If yes, what were the consequences to the patient? If there were interventions performed, please describe? There was a delay in surgery and patient under anesthetics additional time.